Event description:
A customer reported to baxter product surveillance of an all-in-one empty eva container in which the plastic was marked up and was unsure if on the inside. There was no report of patient involvement or medical intervention. This condition was discovered during an unidentified process step. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one unused unit was received for evaluation. Unit was received with the tips protectors assembled. Visual inspection was performed no defects were observed. No functional tests were performed. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.